Event description:
The international philips field service engineer (fse) reported that during preventative maintenance it was found that the ventilator had experienced a check vent: proximal pressure sensor auto-zero failure which was visible through the 110b error code found in the event log. Additionally, it was found that the touchscreen was scratched. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the philips international field service engineer (fse). The (fse) replaced the solenoid valves #3 and #4 and the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.